Manufacturer narrative:
Evaluation of the returned 5f select confirmed that the catheter was fractured. This type of damage typically occurs if the device is manipulated or torqued unrestrained against resistance. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed a kink on the distal fractured segment. This damage was incidental to the reported complaint and likely occurred during snaring of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure using a neuron select catheter 5f (5f select), a balloon guide catheter and a guidewire. During the procedure, the physician advanced 5f select through the right femoral artery during the first pass and noticed under fluoroscopy that the distal length of the 5f select had fractured and was lodged in the iliac artery. Therefore, the physician used a snare to successfully remove the fractured segment of the 5f select. There was no additional adverse effect to the patient. The procedure was completed using a neuron select catheter 6f (6f select) and the balloon catheter.